Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and area not clean before starting peritoneal dialysis." On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on the same day. On (B)(6) 2010, a peritoneal analysis was performed. The analysis revealed 600 cells/mm 3 leucocytes with 28% neutrophils and 72% lymphocytes. No peritoneal effluent culture was done. On (B)(6) 2010 the patient began remedial therapy with inem (500mg, daily, IV) and vancomycin (1gm, loading dose, IV). Therapy was ongoing as well as remedial therapy with inem. It was not reported whether the patient was retrained in aseptic technique or if the event resolved. It was unknown if the peritonitis resolved. A causality statement was not reported for the break in aseptic technique and peritonitis.